Event description:
It was reported that the device laid a partial staple line and did not cut. The doctor had to use a long45a with a blue reload to transect the pouch prior to completing the case with another ecs21. There was no pt consequence. The device will be returned for analysis.